Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-may-2018 with the following findings: the pump's black box data from the date of the complaint had been overwritten due to continued use of the device. No battery life issues were observed in the available black box data. No moisture corrosion was observed in the black box. The battery compartment was found to be cracked. The pump's current draws measured within specifications. The alleged issue could not be duplicated.